Manufacturer narrative:
Per axium prime coil IFU (instructions for use): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coils. The axium prime coil was returned without the introducer sheath. The axium prime coil pushwire was found to be broken at load indicator. The missing segment of the pushwire was not returned. The axium prime coil pushwire was found to be kinked at ~0.9cm from broken proximal end. The axium prime coil was found to be stretched and damaged. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for resistance testing with the returned echelon micro catheter due to its damaged condition. It is likely that the damages to the axium prime coil and pushwire occurred during the attempt to push the coils through the echelon-10 micro catheter against the reported resistance. No issues were found with the returned echelon-10 hub or catheter body. No bends or kinks were found with the distal tip. In addition, no resistance or difficulties were encountered when passing an in-house axium coil through the echelon-10 micro catheter. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the returned axium prime coil could not be used for resistance testing with the returned echelon-10 micro catheter due to its damaged condition. However, no resistance or difficulties were encountered when passing an in-house axium coil through the echelon-10 micro catheter. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium prime coil prior to use, and lack of continuous flush during delivery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular aneurysm located in anterior communicating artery, measuring 4mmx2mm, these both coils felt resistance while pushing inside the hub of the microcatheter. Even there was a resistance when preparing coils according to IFU. There was also slight resistance when the coils were pushed from the introducer sheath. The patient was ultimately treated with other axium coils. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was normal. The vessel was normal tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. A continuous flush was maintained through the procedure.